Manufacturer narrative:
A partial lead with the distal tip measuring 64.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 6.7-10.0cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead had externalized conductors when the patient presented in the clinic for normal follow-up. The patient was asymptomatic. The lead was explanted and replaced. The patient was in good condition.